Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rear0821 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter discharged the air, the device was placed inside the patient and flush for blood return testing, the catheter leaked outside the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 2fr s/l per-q-cath catheter. The sample was received with an inlaid stylet with t-lock assembly. The catheter appeared buckled on the stylet at several locations. An attempt to infuse water through the sample using a 12ml syringe revealed a leak near the 15cm depth marking. Tactile inspection of the sample revealed necking, discoloration and tensile weakness in the vicinity of the split. Microscopic inspection of the leak site revealed a diagonally aligned split. The split exhibited a sharply defined granular fracture surface. An attempt to withdraw the stylet was met with resistance. The catheter continued to buckle further during that attempt. Following flushing of the sample, the stylet was removed without difficulty. Following longitudinal bisection of the catheter in the vicinity of the split, inspection of the inside surface revealed several scoring marks and instances of abrasion damage. The split characteristics, tensile weakness, catheter buckling, and interior featuring were consistent with damage caused by abrasive contact between the inlaid stylet and the catheter tubing. Such damage can occur if the catheter is not flushed prior to stylet manipulation/removal. The product IFU states ¿catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ a lot history review (lhr) of rear0821 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after the catheter discharged the air, the device was placed inside the patient and flush for blood return testing, the catheter leaked outside the patient.